Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospital admission and insulin treatment. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no motor errors; a factory reset was identified in the logs. Device data confirm hyperglycemia on the reported event date. Multiple insulin occlusion alerts were recorded on (B)(6) 2026; however, no supply changes were logged, indicating the occlusion condition was acknowledged but not resolved. On (B)(6) 2026, the cartridge was empty, followed by additional occlusion alerts. The available data are consistent with insufficient insulin delivery due to unresolved infusion set occlusion and failure to replace supplies. Based on available information, the event was attributed to use-related factors involving failure to respond appropriately to occlusion alerts, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 20-feb-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as above 300 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with exogenous insulin, and discharged on (B)(6) 2026. No long-term health effects were reported.